Event description:
The device was used during a laparoscopic cholecystetomy procedure. Reportedly, the staples did not form properly and there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. The device was returned with the instrument shaft bent back over the instrument body. Due to the extent of this damage (attributed to user abuse), we were unable to properly evaluate the device.